Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was doing really well in regards to their nausea and vomiting. The patient¿s impedance at implant was around 500, but when the doctor check ed the impedance yesterday, it was around 900. It was noted that each individual lead was in range around 500, but overall it was around 900. The patient was not experiencing any issues, so as a result, the doctor was not going to do anything about it at this point. It was noted that the cause of the increase in impedance was unknown. No patient symptoms were reported. No further complications were reported/anticipated.